Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced a return of pain. There were impedance issues with the device, including low impedance or short, with electrode impedances showing values of 760 for electrodes 5, 7, and 13, and 750 for electrode 11. These electrodes were marked with an "avoid" icon, and one of them was previously used in the patient's program. Troubleshooting was performed by using different reference electrodes, but the affected electrodes remained marked as "avoid." The issue was resolved by reprogramming around the electrodes with low impedance values.